Event description:
It was reported that an ilet device exhibited a nonresponsive touch screen at the top portion, including the bell and cartridge icons, after a hairline crack was observed; the screen remained partially usable, a force restart did not resolve the issue, the user transitioned to backup therapy, and blood glucose was 155 mg/dl. Investigation of this case revealed physical damage to the display that impaired touch functionality without generating alerts or alarms. No adverse clinical symptoms, and no injury reported as a result. Outcomes included temporary interruption of intended device use and reliance on backup therapy. It was concluded that the screen was broken and required replacement, and the original device will be returned for evaluation.